Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that when the pod was removed, the needle had not retracted, indicating a needle mechanism failure. An alarm sounded on the pod, and an error message appeared: ¿pod error ¿ insulin delivery stopped.¿ the patient removed the pod and observed blood and a small sore at the infusion site, as well as the needle protruding. The patient mentioned possibly hitting the pod while operating a forklift at work. The pod had been worn for approximately 24 to 36 hours.